Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. A medtronic representative, following-up at the site, confirmed the central processing unit (cpu) was replaced and the system is functioning normally. Suspect computer has not been returned to manufacturer for analysis.

Manufacturer narrative:
Suspect computer received and tested: the computer was not packaged in manufacturing and the sata cable was damaged. No issues launching cranial software application, loaded exams and was able to navigate the software. Performed a memory test and it passed. Checked the hard drive smart data and no issues were found. Performed a cpu (central processing unit) diagnostic test and it passed. Not able to duplicate the issue. No hardware issues were found. The patient database was not available for further software investigation.

Event description:
A medtronic representative reported that, while in a cranial procedure, synergy cranial software became unresponsive after registration. The navigation system was re-booted and while re-launching the software, it became unresponsive a second time. The navigation system was, again, re-booted, ent software was entered, old exams were deleted from the system, and when entering synergy cranial the software did not respond. After a final system re-boot, synergy cranial was successfully entered and the craniotomy continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.